Event description:
It was reported that during an attempted implant, the lead was unable to be fixed well due to patient anatomy. It was noted that the lead dislodged while slitting the sheath of the delivery catheter. The physician attempted to place the lead many times, but to no avail. Finally the physician elected to remove and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).